Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had open heart surgery and was being paced with a temporary device which was causing the lead to oversense and the patient to have a low heart rate. The sensitivity was reprogrammed to confirm the lead oversensing. The temporary device was disconnected and the lead was no longer oversensing. The lead remains in use. No patient complications have been reported as a result of this event.